Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the ultrasound gastrovideoscope, which was an olympus asset with no reported complaint. During the evaluation of the device, no thixotropic adhesive (ke45) at the light guide (lg) bundle cover and a pinhole in the pink probe were observed. There was no patient involvement.